Manufacturer narrative:
Our tech support walked the customer through how to check to see if too many central stations or beds were being monitored on this device. The customer stated that they would check and call us back, as of 08/03/2015 the customer has not called. Nihon kohden will submit a follow-up MDR if the customer provides additional information.

Event description:
The customer reported that the information is being displayed on the central monitoring station, but the waveforms are not being displayed on the remote network station (rns or remote monitoring system).